Event description:
It was reported that noise was seen on the iegm during interrogation. An insulation damage was seen on the lead at the time of explant.

Manufacturer narrative:
The reason for return was confirmed. The outer insulation of the is-1 connector leg was found to be abraded as a result of friction to the ICD can. The reported noise problem may occur when the exposed metal of the sensing coil comes in contact with the ICD can. Normal electrical characteristics were measured for the returned part.